Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). The customer canceled the service request for the reported issue. Most likely the issue could have been caused by a user error.

Event description:
Livanova received a report that two error messages related to a s5 erc tubing clamp were displayed during set-up. There was no patient involvement.